Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that neurostimulator was not implanted properly. Patient indicated the implanted neurostimulator has not been working right since implant. Patient had seen neurologist and implant checked fine-normal impedance reading.  Patient reports for the past two weeks, implant has been 100% charged and has not depleted. Patient reports today, implant charge level has dropped to 75%.